Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. Technical services (ts) advised the patient appears to be atrial dependent. Ts provided troubleshooting suggestions. Additional information from the field representative provided to their knowledge no magnetic resonance imaging has been performed at this time. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete this procedure. No additional adverse patient effects were reported.